Event description:
Channel two was involved in an overdelivery. The pump was set to infuse at 3 ml/hr with a volume to be infused of 240 ml. It was reported that the pump began to infuse at a "high rate", this was detected by the sound the pump was making and the speed of the flow indicator displayed on the screen. The pump was then turned off and the infusion was attempted again. The pump seemed to infuse at a higher rate than what was programmed. The pump was removed from the pt after being used for only a few minutes. No injury was reported.